Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, ous 2.75 x38 mm stent delivery system was returned for analysis. Visual examination of the stent found stent damage. Stent struts on the 1st and 2nd proximal stent strut rows were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. Visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 75% stenosed, 3x38mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The lesion contained <= 45 degrees bend. After crossing the lesion with a non-bsc guidewire, pre-dilation was performed with a 2x12mm maverick balloon catheter, leaving 60% residual stenosis in the lesion. A 2.75x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device and lesion was post dilated with a 3.00x12mm nc quantum apex balloon catheter. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.